Event description:
Customer reportedly rec'd results of 263 mg/dl and 108 mg/dl within 10 mins on the aviva sys. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No qcs used. Requested return of suspect device and replacement was sent.